Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "slide clamp problem" was unable to be reproduced during evaluation. A damaged key was found inside the keyhole cup, and the keyhole assembly was replaced. The ehl review was performed and confirmed multiple events of "remove clamp to run!", which may have interrupted infusion processes. The keyhole assembly was replaced.

Event description:
It was reported that a spectrum pump had a "slide clamp problem". Any patient involvement, injury or medical intervention is unknown.